Event description:
A portion of a vascular access graft placed in the thigh location in 2004, was reported to have experienced a separation of wall components (disintegrated). 4 months later, the graft clotted off and the doctor made small incision over the graft in order to declot the graft. At this time, the doctor noticed the separation in the graft wall. The effected portion of the graft was removed and sent to hosp pathology for analysis.